Manufacturer narrative:
Trackwise#: (B)(4). Serial # corrected from "(B)(6)" to "(B)(6)". The device was returned to the factory for evaluation on 06/09/2023. An investigation was conducted on 06/21/2023. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the power supply. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were visual defects observed on the power supply. An electrical evaluation was conducted. The returned power cord was plugged into the device and the device was switched on. Both of the green lights on the power supply were observed to flicker, indicating intermittent power to the device. A pre-cautery test was performed per the instruction for use (IFU) with a reference adapter, vasoview hemopro 2 device, and the returned power cord and power supply vh-3010 at level 3.0. The device did not pass the pre-cautery test. It did not produce visible steam and heat during ten (10) 3-second activations. No tone was audible from the power supply upon activation. The process was repeated using a reference power cord and produced the same results. Based on the returned condition of the device as well as the evaluation results, the reported failure "electrical problem" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial conforms to all applicable product specifications. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during the procedure, few minutes after starting using the device, the green light started to blink and t.w. Power supply s/n (B)(6) stopped working. There was a procedural delay. They had to wait for another theatre to finish, so to use their device. There were no harm to the patient.